Manufacturer narrative:
Reference medwatch MFR # 2916596-2017-00685 for the report of chronic abdominal wall herniation and pump pocket hematoma. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 2 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic emergently on (B)(6) 2017 for evaluation of an increasing abdominal collection. A CT scan showed increased fluid collection in the lvad pocket and surrounding the outflow graft, with a new collection in the subcutaneous tissues of the abdominal wall, anterior to the lvad pocket. The patient was admitted and underwent a pericardiocentesis, and mediastinal drainage with drain placement for an additional 820 cc dark red fluid. The drain was discontinued on (B)(6) 2017. It was the consensus of the heart failure team and the surgeon that the patient had a significant dehiscence of the deeper layers of the pump pocket with only the skin covering the pump. The patient underwent a pump exchange on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
Device evaluation: a correlation between the device and the report of wound dehiscence and fluid collection in the pump pocket could not be conclusively determined. The pump was returned assembled. No depositions were identified upon disassembly of the device. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.